Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2012); (06/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2012; device manufacture date: 06/2009.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and four months later, computed tomography angiogram (cta) revealed that embolus was present in several branches of the right lower lobe pulmonary artery. On the same day, a computed tomography (CT) showed atherosclerosis and the inferior vena cava filter. Also, an ultrasound venous lower extremity bilateral showed that in the right leg, there was no evidence of deep venous thrombosis and the previously deep venous thrombosis was no longer present in the left leg. Approximately two years and seven months later, computed tomography (CT) revealed that there was an inferior vena cava filter in place with apex of the filter at the l3 level, below the entrance point of the right renal vein into the inferior vena cava. The distal end of the filter was at the l4 level. There was evidence of strut perforation anteriorly, laterally, and posteriorly of the lower aspects of the struts of the inferior vena cava filter. The maximal displacement of the lowermost struts was 2.5 mm laterally. The left-sided struts appeared to extend into the proximal left common iliac vein. The lowermost right-sided struts appeared to extend into the proximal right common iliac vein. Therefore, the investigation is confirmed for alleged filter migration and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 06/2012); h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, clotting disorder and in conjunction before knee replacement surgery. At some time post filter deployment, a computed tomography (CT) abdomen without intravenous contrast showed that the filter struts perforated into organs and the filter migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain and diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.